Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and a non-boston scientific device exhibited shock impedances of 170 ohms in rv to svc configuration. Shock impedances in triad configuration were 83 ohms, which is how the device was programmed. All other lead measurements were noted to be normal. No further troubleshooting or interventions had been performed, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.